Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), mental disorder ("psych injury related to essure"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vag infections"), vaginal discharge ("vag discharge") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain, mental disorder, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and fatigue outcome was unknown. The reporter considered bladder disorder, cystitis, fatigue, genital haemorrhage, mental disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure confirmation test conducted on (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: essure lot number added. Events pain, abnormal bleeding, psych injury, bladder problems, urinary problems, bladder infections, utis, vag infection, vag discharge and fatigue added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), mental disorder ("psych injury related to essure"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vag infections"), vaginal discharge ("vag discharge") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain, mental disorder, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and fatigue outcome was unknown. The reporter considered bladder disorder, cystitis, fatigue, genital haemorrhage, mental disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure confirmation test conducted on (B)(6) 2010. Lot number: 713459 manufacturing date:2010-02 expiration date:2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.